Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two months after implant, the right atrial (ra) lead and right ventricular (rv) lead appeared to have been "pulled back a little". The ra lead did not capture, and the ra and rv leads both showed sensing issues. Reprogramming was done and therapies were turned off. An x-ray revealed dislodgement of both the ra and rv lead. The patient underwent a procedure to remove the ra lead and reposition the rv lead. No patient complications have been reported as a result of this event.